Manufacturer narrative:
The complaint description states that the neck attachment point on the broach was somehow damaged so the neck did not sit flush on the broach. The device associated to the complaint was returned for analysis. The assessment concludes that the problem is down to wear and tear. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could be related to wear (from usage). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Neck attachment point on the broach was somehow damaged so the neck did not sit flush on the broach.